Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found to be in bvvi reset mode. The cause the reset was unknown. Device had already reached eri when the reset occurred. The device was explanted and replaced. The patient was stable before and after the procedure.